Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation it was noted that there was a ventricular tachycardia (vt) episode on (B)(6) 2018 which indicated the patient received an inappropriate antitachycardia pacing (atp) and high voltage (hv) therapy. Abbott representative stated that the device had redetected rhythm due to intermittent atrial blanking. Programming changes were made and the issue was resolved. The patient was stable.